Event description:
It was reported that the patient's device was unable to be communicated with using two different tablets that were known to be functioning properly. The patient's device was communicated with three months prior, and the battery status was ifi=no. The patient had undergone radiation therapy on the right breast. The device history record of the generator was reviewed, and the device performed according to all specifications prior to release. The cause of the failure to program could not be determined. No surgical intervention has occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient's generator was palpable, and the patient had not been feeling stimulation for months. The patient started receiving radiation in the chest about three months prior. The patient had generator replacement surgery due to failure to interrogate. The explanted generator has not been received to date.

Event description:
The generator was received, and analysis was approved. The generator was unable to be communicated with as received. The battery voltage was measured at 2.83 v, which did not indicate the battery was depleted. The printed circuit board assembly (pcba) was removed from the generator, and the crystal was observed on the oscilloscope. No oscillation was seen, and there were no visual anomalies seen in an x-ray of the crystal. The crystal was replaced, but communication could not be established. A hardware reset was performed, and communication was able to be established with the generator. The pcba was reconnected, and testing was performed on the device. Diagnostics were as expected for the programmed parameters, and a comprehensive electrical evaluation showed that the generator performed according to functional specifications. The failure mechanism for the pulse generator to stop communicating was not ascertained. However, the ¿vns therapy® system physician¿s manual¿ ¿environmental and medical therapy hazards¿ states; ¿therapeutic radiation may damage the pulse generator¿s circuitry. Sources of such radiation include therapeutic radiation, cobalt machines, and linear accelerators. The radiation effect is cumulative, with the total dosage determining the extent of damage. The effects of exposure to such radiation can range from a temporary disturbance to permanent damage, and may not be detectable immediately.¿